Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with injection of vancomycin (1 gm per day, ongoing, route not reported) and injection of cefixime (1 gram per day, ongoing, route not reported) and injection of ceftazidime (1 gram after third day, ongoing, route not reported). It was reported the patient was recovering from the peritonitis event. Two days after hospital admission, the patient was discharged. It was reported the following day, the patient passed away at home. The cause of death was unknown. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to death and at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.